Manufacturer narrative:
The patient's age, sex, and weight were not provided. (B)(4). Approximate age of device- 1 year and 10 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the manufacturer¿s product performance engineer reviewed the log file and observed a driveline disconnection while the patient was connected to battery power and pump stoppage for approximately a minute on (B)(6) 2017 between 6:39pm and 6:40pm. The system controller was disconnected from power after the driveline was disconnected. The system controller returned to the set speed once the driveline disconnect alarm cleared. The controller was powered down at 1:50pm on (B)(6) 2017. The customer stated that the system controller and battery clips were exchanged. No additional information was provided.